Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and alarm log review were performed. Upon visual inspection it was identified that there was a damaged door. The cause of the damage could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.